Event description:
It was reported that when the patient presented for generator replacement procedure due to battery advisory, diaphragmatic stimulation was observed on all vectors of the left ventricular. The lead was successfully capped and replaced on (B)(6) 2017. The patient is doing well and will be monitored with routine follow-up.